Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt) due to the placement of the right ventricular (rv) le ad. The physician chose to electively explant and replace the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.